Event description:
A renegade hi flo catheter was being prepared for use in a therapeutic embolization procedure. It was reported that, upon removal from packaging, the hub of the catheter was broken at the point where the catheter meets the hub. Another catheter was used instead.